Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implanted: na. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter, was torn during loading into the cartridge. There was no patient contact. Another same model/length lens was implanted and the problem was resolved. The reporter indicated the cause of the event was due to the device.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial, with residue on lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).